Event description:
It was reported that the client never answered their quote. Per reporter, the device was sent back to the client but it was returned with a purchase order. There was unknown patient involvement. Analysis revealed that the downstream occlusion (dso) sensor was faulty.

Manufacturer narrative:
E1 -(B)(6). The device was received for evaluation. A visual inspection noted that the device is in good physical condition. Functional testing and visual tests were conducted with the returned device. Functional testing found a faulty downstream occlusion (dso) sensor. The pump was tested for flow accuracy and passed. The customer problem was not duplicated. The root cause of the problem was unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action will be taken for the reported problem as no problem was reported, however, the dso seal, bezel and sensor will be replaced.